Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1454, awareness date 05-oct-2015). It refers to a female consumer of unspecified age in united states who had essure model 205 (fallopian tube occlusion insert) inserted in 2002. Consumer had to have ablation done so they wanted to make sure she had permanent birth control in place. The essure placement procedure was deemed successful. Fast forward to 2005, consumer began to have terrible pain radiating down her leg, originating from her back. After an x-ray, it was revealed that one of the coils migrated into her abdomen. She was scheduled for surgery. In addition to the removal of the one essure coil, they also had to remove endometriosis, which she never had before. She still has one coil in place. Over the years, she experienced anxiety, low sex drive, persistent abdominal pain, heart palpitations and nerve tingling in legs. In 2011, she was diagnosed with melanoma, just above the right ankle bone on the interior part of leg. She had two surgeries to remove the spot and make sure all margins were clear. Consumer's physician suggested to her the pain in her right abdomen was probably from scar tissue. Consumer was concerned that when the doctor removed the coil on the right side, some of the pet fibers were left behind. Follow up received on 20-oct-2015: ptc investigational result. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils migrated into her abdomen. The coil was surgically removed; however the consumer was concerned some of the pet fibers were left behind (seem as suspicion of device breakage upon removal). Additionally, she was diagnosed with endometriosis and melanoma (just above the right ankle bone on the interior part of her leg). Only endometriosis and melanoma are unlisted in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), migration (distal fallopian tube or peritoneal cavity) or occur as a result of an uterine perforation during insertion. In this case, essure insertion was reported as successful. The device migration was diagnosed approximately 3 years after device placement. Although the exact mechanism of this event was not known; given its nature a causal relationship with the suspect insert cannot be excluded. The same assessment is given for the suspicion of device breakage. Regarding the remaining events, due to their pathophysiology and given essure local action in fallopian tubes; causality is considered very unlikely. This case was regarded as incident; since device removal was required. Other non-serious events were reported. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.